Manufacturer narrative:
A cracked reservoir tube lip was noted during the visual inspection. The insulin pump passed the functional testing, including the prime test, displacement test, basic occlusion test, occlusion test and excessive no delivery alarm test.

Event description:
It was reported that the customer had a high blood glucose level of 474 mg/dl. Customer was in the hospital due to diabetes. Customer stated that the doctor told them that the pump needed to be replaced. Customer is in the intensive care unit. Customer was admitted on (B)(6) 2015. Customer had a high and a low blood glucose for about a week. Customer then had abdominal pain. Customer was found unconscious on the bed but did not seek medical attention. Customer's daughter stated that she was able to treat the customer and her blood sugars up. Customer was put on an insulin drip at the hospital. Customer was only doing insulin at home. Customer had removed the pump the week earlier due to the low blood glucose level. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
.